Manufacturer narrative:
(B)(4). The sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and a deviation was found related to this reported condition during the manufacture of this lot. However, immediate action was taken prior to release of the lot. Visual inspection of the sample found that the tube was disconnected from the y. This issue may be attributed to inappropriate machine settings. A CAPA was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported to baxter that a flo-gard IV. Solution admin. Set was disconnected between the injection site and the tubing. This occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention. No additional information is available at this time.